Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair procedure, the ar-9821, lot: 1810172 was used. When x-ray were taken after the surgery, three small metal fragments were identified in the patient's body. All equipment used in the surgery were confirmed but no damage was found. There is no plan for revision surgery because the broken pieces are very small and will not lead to serious damage to the patient.

Manufacturer narrative:
Complaint confirmed, the ceramic surrounding the electrode is chipped. The electrode was found to be eroded due to prolonged use. Likely causes that may lead to damaged and cracked ceramic include prolonged use of the device, hitting another device, continuous ablation, user-applied mechanical forces.